Manufacturer narrative:
(B)(4). An attempt to duplicate the failure mode was made but without satisfactory results if defective samples become available at a later date, this complaint will be updated accordingly. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented and the customer complaint cannot be confirmed due to the lack of a product sample to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
Per medwatch received: bullet end of suture came off into the patient during a vaginal hysterectomy with cystoscopy. There was no patient injury.